Event description:
It was reported that five weeks following an anterior support procedure performed in 2007, the patient experienced vaginal discharge. The doctor examined the patient and found a dime sized area of mesh extrusion at the midline incision of the anterior site. The doctor performed a revision to remove any visible mesh at the anterior site and cleaned up the mucosal flaps and reclosed with 2-0 vicryl. No catheter was used post op. The patient has retained vaginal support and is doing fine.

Manufacturer narrative:
The lot number is unknown therefore no review of the device history record could be performed. The sample returned was 2 pieces of mesh in a specimen jar. One measured approx 9.5mm x 13mm and the other measured 8mm x 29mm. The instructions for use which accompanies each device states in the section labeled adverse reactions, that potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes.